Event description:
It was reported that the patient is deceased. It was reported that the left ventricular (lv) lead exhibited possible high thresholds. The right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). Additionally, the rv electrograms (egm) channel markers indicated possible non-physiologic noise oversensing versus true tachycardia arrythmia. It was also reported that the patient subsequently passed away after several shock attempts were unable to rescue the patient during a ventricular fibrillation (vf) episode. Additional information related to the death was requested and not received.

Manufacturer narrative:
Continuation of d10: 429888 lead implanted: (B)(6) 2018; 4469 lead implanted: (B)(6) 2004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: e1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.